Manufacturer narrative:
Continued d.10. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of breast pain and visibility / palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breast pain, visibility / palpability.

Event description:
Healthcare professional reported "pain and hardening". Later, healthcare professional reported "7mm capsule". This record is for the right side. Device was explanted.